Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were running low for sodium. A siemens customer service engineer was dispatched to the customer's site. The cse flushed the integrated multisensor technology (imt) sample port and aligned the imt module and probe. The imt probe pumps were primed 10 times. The imt dilution check was run and a new correction factor was applied. The quality controls were repeated and were within acceptable ranges and patient samples were run. The cause of the discordant na result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained upon repeat testing on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.